Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude (case# mw5056670) in united states on 26-oct-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2012. Additional information received on 17-nov-2015. Consumer had the essure put in around 3 years ago. She had the hysterosalpingogram test done at her 3 month mark and everything was perfect. This year, 2015, she started having pain in her side and her doctor recommended that she had a hysterectomy. Come to find out her essure coil had migrated out of her tube, into her uterus and wrapped back around to her tube. It was all twisted up. The seriousness criteria hospitalization was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Product technical complaint (ptc) investigation result received on 17-nov-2015 ptc global number: (B)(4). Final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had pain in her side 3 years after essure (fallopian tube occlusion insert) insertion. According to her, her doctor recommended a hysterectomy and come to find out her essure coil had migrated out of her tube, into her uterus and wrapped back around to her tube. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, limited information was provided. Although the exact mechanism of the reported event is unknown, given its nature causality with the suspect insert cannot be excluded. This case was considered an incident, as although it is not totally clear if the reported hysterectomy was performed; a surgical intervention cannot be formally excluded with the available information. Based on the available information no product quality defect was confirmed/identified. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 04-jan-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had pain in her side 3 years after essure (fallopian tube occlusion insert) insertion. According to her, her doctor recommended a hysterectomy and come to find out her essure coil had migrated out of her tube, into her uterus and wrapped back around to her tube. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, limited information was provided. Although the exact mechanism of the reported event is unknown, given its nature causality with the suspect insert cannot be excluded. This case was considered an incident, as although it is not totally clear if the reported hysterectomy was performed; a surgical intervention cannot be formally excluded with the available information. Based on the available information no product quality defect was confirmed/identified. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. Further information could not be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5056670) on 26-oct-2015. The most recent information was received on 19-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil had migrated out of my tube into my uterus and wrapped back around to my tube\ migration") and perforation ("perforation") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device physical property issue "wrapped back around to my tube/it was all twisted up". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) and perforation (seriousness criterion medically significant) with abdominal pain. The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and perforation outcome was unknown. It was reported that consumer had the essure put in around 3 years ago. She had the hysterosalpingogram test done at her 3 month mark and everything was perfect. This year, 2015, she started having pain in her side and her doctor recommended that she had a hysterectomy. Come to find out her essure coil had migrated out of her tube, into her uterus and wrapped back around to her tube. It was all twisted up. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: the seriousness criteria hospitalization was mentioned in the section event outcome but it was not specified and/or assigned to one of the events in the narrative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: everything was perfect. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. Most recent follow-up information incorporated above includes: on 19-jul-2017: lawyer was added as reporter. Consumer details were updated. On or about (B)(6) 2011 (previously reported as 2012); plaintiff underwent the essure procedure. Sometime after implant of the essure device, plaintiff began to experience complications, including but not limited to migration and perforation. On (B)(6) 2015, underwent removal of the essure device by total hysterectomy. "Essure legal manufacture has changed from (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only" incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.